Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/15/2016, that on (B)(6) 2016, the receiver had an intermittent out of range signal. No additional event or patient information is available.